Event description:
One unit from lot ta-04018 (serial #(B)(4)) was used to take photographs needed for biocompatibility testing. During manipulation of the handpiece for photographs, the straightening shaft was found to be difficult to extend. Additional force was applied to extend the shaft and straighten the bendable tip, and the bendable tip became detached from the guideshaft. It was noted that the bendable tip seemed noticeably stiffer and different in color in comparison to older versions of the handpiece. Initial inspection of the bendable tip shows little evidence of residual adhesive, but may be difficult to see.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
One unit from lot ta-04018 (serial #(B)(4)) was used to take photographs needed for biocompatibility testing. During manipulation of the handpiece for photographs, the straightening shaft was found to be difficult to extend. Additional force was applied to extend the shaft and straighten the bendable tip, and the bendable tip became detached from the guideshaft. It was noted that the bendable tip seemed noticeably stiffer and different in color in comparison to older versions of the handpiece. Initial inspection of the bendable tip shows little evidence of residual adhesive, but may be difficult to see. A record review was performed. A possible root cause for the complaint is that manufacturing difficulty in the assembly of the distal tip led to poor or misplaced adhesive contact. Lot ta-04018 has expired and can no longer be used. Additionally, pearl 8.0 handpieces have been discontinued.

Event description:
One unit from lot ta-04018 (serial #(B)(4)) was used to take photographs needed for biocompatibility testing. During manipulation of the handpiece for photographs, the straightening shaft was found to be difficult to extend. Additional force was applied to extend the shaft and straighten the bendable tip, and the bendable tip became detached from the guideshaft. It was noted that the bendable tip seemed noticeably stiffer and different in color in comparison to older versions of the handpiece. Initial inspection of the bendable tip shows little evidence of residual adhesive, but may be difficult to see.